Event description:
It was reported that in 2010 the stimulator in the patient¿s back failed. The stimulator failed because the lead in the patient¿s back was messed up. The lead had to be dug out and all the scar tissue was dug out too. When the lead was changed they took "(B)(6) 2010 cut muscle off of vertebrae¿. The patient could still feel pain where it was cut. The pain was really bad for 2 years after surgery. The incision was 2 to 2.5 inches and felt like they ¿shot a hot cannonball through it¿. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# l72438, implanted: (B)(6) 1999, explanted: (B)(6) 2010, product type: lead; product ID 749851, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2010, product type: extension; product ID 3550-09, lot# n057273, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: accessory. (B)(4).